Event description:
Unomedical reference number (B)(4). Event occurred in denmark, on (B)(6) 2024, it was reported that the patient experienced a tubing leakage issue with 5 infusion sets in the box. The issue was observed where the tube meets the needle, and it was noticed after insertion. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.